Event description:
Customer reported problems with the insulin pump. Customer is experiencing low blood glucose reading of 35 to 40 mg/dl. The low blood glucose reading was not in the history. Customer visited his physician and the physician was unable to view the low blood levels below 45 mg/dl; the insulin pump is not saving the lows. Customer also stated that the insulin pump will give him two units, but it feels like five units. Customer does not have faith in the insulin pump. Requested a replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.